Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the proceduree. The hosp has reported no pt injury occurred.

Manufacturer narrative:
During evaluation, co found all the components present and properly assembled. No abnormalities were observed which would have caused or contributed to the difficulty reported.